Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing. A technical support specialist dialed into the region 3 care fusion coordination engine server and found the cce service was not running due to a database issue. Investigation showed the database log drive was full, with the transaction log consuming excessive space. Changed the database recovery model to simple and performed a shrink to reclaim disk space. Restarted cce services and verified messages were processing normally. Site it added the cce database server to monitoring to prevent recurrence. Issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all patients and orders were not crossing over to multiple stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.